Event description:
It was reported that a patient underwent a laparoscopic appendectomy procedure on (B)(6) 2025 and suture was used. On the morning, the appendix stump was sutured with suture during surgery. The surgeon inserted the suture needle into the card smoothly. The display screen showed that the suture had entered into the abdominal cavity. The needle was searched along the lens direction but did not find its presence. After searching, it was found that the suture needle was in the disposable puncture device and the intact suture was replaced for use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? If yes, please explain. A manufacturing record evaluation was performed for the device lot s25030108, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.